Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed. The critical block and inverse critical block did not add to zero pump error alarm twice. Customer's blood glucose was 412 mg/dl at the time of the incident. Customer claimed the high blood glucose was not due to the pump issues. Troubleshooting on for the alarm. The alarm did not occur during rewind, loading reservoir, or fill tubing process. Customer was advised to program a normal bolus and it was successful. Customer was advise, due to the alarm reoccurring, the device needs to be returned for analysis. The device is returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or pump error alarm noted during testing. Unit was received with scratched case.